Event description:
It was reported that there was difficulty removing the device and a shaft break occurred. The target lesion was located in the severely tortuous and severely calcified proximal chronic total occlusion (cto). Following predilitation with a 0.75 x 2.0 x 30 mm semi compliant balloon, a 3.0 x 16, 3.0 x 28, 3.0 x 20, 3.0 x 20, 4.0 x 16 and 4.0 x 16 mm synergy drug eluting stents were deployed at 14 atmospheres from distal to proximal. During a 3.00 x 28mm synergy xd stent placement, the stent balloon remains trapped under traction in the highly calcified and tortuous coronary anatomy and the hypotube broke during withdrawal. Attempted to partially envelop it with a boosting guide extension and to pull it back with a traction balloon, after which the boosting catheter breaks off at the weld seam. A goose neck 2.0 mm also breaks off when the boosting is withdrawn from the coronary. Wires did not pass for a twisting wire technique. Eventually, the physician was able to pull everything back with a twisted wire technique. The balloon was removed fully deflated, and the device removed from the patient. The mid right coronary artery (rca) post dilated with 3.0 balloon. The intravascular ultrasound (ivus) catheter does not pass through this torturous anatomy. The final angiographic was sufficient and result with timi 3 flow.